Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately. The medical affairs specialist (mas) spoke with the patient on january 19, 2009 and obtained the following information. Approximately 7:45pm original date (before dinner), the patient obtained a "182 mg/dl" meter reading, which is a higher than usual meter reading. He took 4.25 units of humalog based on the meter reading and his dinner (18 grams of carbohydrates). He then ate dinner. He claimed that in about 20 minutes later, he started to feel weird and shaky. He tested on his meter an it read "98 mg/dl." As a result of his symptoms, he ate 2 cereal bars (40 grams of carbohydrates) and felt better about 2 hours later. At this time, he retested on another meter and it read "138 mg/dl." This complaint is being reported because the patient allegedly became hypoglycemic approximately 20 minutes after taking a dosage of fast-acting insulin that was based on an alleged inaccurate high meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.